Manufacturer narrative:
The technician found the brake/steer mechanism was ok but the caster wheel was worn. He replaced the caster wheel and adjusted the brake to repair the bed.

Event description:
Information received indicates the brake will not hold.